Manufacturer narrative:
Recall continued 1627487-12192011-003-r . This ipg serial number is included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient failed to recharge the scs ipg as recommended by the manufacturer. In turn, ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, stimulation was restored post-operatively.